Event description:
It was reported that at 442,617 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The case was completed using and alternate procedure; no further complication were reported. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe charred detritus adhesion; the metal cap appears bent; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end exhibits scratch marks. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.